Event description:
During an rf procedure, the ground pad cable would not work properly. Back up equipment was not available. The case was completed, but a delay of approximately 30 minutes occurred due to troubleshooting efforts.

Manufacturer narrative:
Investigation results indicate a broken line in the cable. The cable had been pulled from the clip, causing one of the wires to break from the grounding clip.